Event description:
This 62 year old female had bilateral breast reconstruction with placement of bilateral silicone implants approximately 6 years ago. She presents with hard contrasted implants, the right implant no longer centered on the chest. During surgery, the capsule was perforated by finger pressure and free silicone gel was found within the capsule. The left capsule is grossly intact. Both capsules show fibrosis with chronic inflammationinvalid data - regarding single use labeling of device. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. Invalid data - regarding whether event presents imminent hazard. Invalid data - whether device used as labeled/intended. Device was evaluated after the event. Method of evaluation: visual examination, other. Results of evaluation: other, other, other. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: other. The device was not destroyed/disposed of.